Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. This report is related to patient identifier (B)(6).

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had the distal end cover drop out during a procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the suggested event occurred by the following: during attachment to the scope, the cover was damaged by being pushed at tilt. As a result, the cover was easy to come off the scope. The cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the root cause of the suggested event could not be determined. The event can be detected and prevented by following the instructions for use which state: operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.